Event description:
Customer stated that they received a result of 37 mg/dl on their contour meter and a result of 237 mg/dl on a competitive meter. The customer also indicated that 6 months ago, they received a reading of 650 mg/dl and at the hospital they tested the patient and received a ready of approximately 200 mg/dl. An attempt was made to troubleshoot the meter over the phone but the customer was not compliant. During the troubleshooting, the customer stated that they were putting a blood sample on top of the test strip instead of allowing the strip to "sip-in" the blood sample. The customer was asked to return the meter for further evaluation and the customer declined a replacement meter.